Manufacturer narrative:
The patient alleged the iob (insulin on board) shown on her pdm (personal diabetes manager) was incorrect. Patient reported the pdm was showing iob of 7.8 units, and the only insulin she had delivered for the day was a bolus of 0.8 units. It was reported that the patient was using the omnipod system in manual mode rather than automated mode. In manual mode, the omnipod system delivers insulin based on the user¿s programmed insulin settings. Investigation of the downloaded log files found that the patient¿s manual basal rates were set to 8 units/hour. The controller was found to be operating as intended based on the user¿s programmed settings. No evidence of an uncommanded bolus was found during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported drop in blood glucose levels. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
Customer reports that she woke up one morning with her morning coffee and gave herself 0.8 units (u) of insulin. She states a few minutes later her blood glucose levels began to drop, she checked her insulin on board (iob) and saw that it was at 7.8 u, of which she did not deliver. Customer support reviewed the patient's history detail screen with the caller and she was unable to find a bolus of approximately 7 units delivered without her initiating a bolus sequence. The patient did not mention seeking any additional medical intervention due to the event.